Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to fracture of the liner. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Left hip.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device 121881752, lot: 8528395 and no non-conformance's / manufacturing irregularities were identified. Device history review: the component properties and the microstructure as obtained from the quality documents fulfil. The requirements as specified at the time of production. There is no indication of any pre -existing material defect.